Manufacturer narrative:
(B)(4). Batch # n54195. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing: it was there in green firing zone; what confirmation was received that the device was fully fired: audible tactile feedback was received; were there any staples missing from the staple line: cutline and staple line was not fully circumferential; what was the shape of the staples (b-formation, irregular, legs straight)?: staple formation was b shape; were any staples seen lying in the surgical field: surgeon has not seen any staples lying in the field; for clarification, was the cut line fully circumferential around the target tissue: no cut line was not fully circumferential. The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were any staples seen lying in the surgical field? For clarification, was the cut line fully circumferential around the target tissue?

Event description:
It was reported by the affiliate that during a low anterior resection procedure, while doing coloproctostomy the device partially cut and stapled. Donut was not complete, surgeon has to over sew the affected area. There were no adverse consequences for the patient reported.